Event description:
This ra lead was implanted on (B)(6) 2011. And was explanted on (B)(6) 2016, due to a blister and swelling of the pocket noted, after antibiotic therapy/regimen. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).